Event description:
It was reported that, upon inspection at the warehouse, blood residue was observed inside the instruments associated with the tray.

Manufacturer narrative:
Correction: FDA registration number 3000931034 - te (mtbonnot).

Manufacturer narrative:
The reported event was not confirmed on the returned device. The device inspection revealed the following: visual inspection: the received device shows no presence of any bio matter on to the surface or into the grooves of stem. However, the device is extensively used as evident by wear, scratches, discoloration, abrasion marks and faded laser markings for the inclination angle. Overall damage indicates frequent usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on investigation the reported issue is not confirmed. However further use of the device is not recommended as device is worn out due to extensive usage. A scope of improvement is in progress to prevent the recurrence of the event. If more information is provided, the case will be reassessed.

Event description:
It was reported that, upon inspection at the warehouse, blood residue was observed inside the instruments associated with the tray.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, upon inspection at the warehouse, blood residue was observed inside the instruments associated with the tray.